Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they took a stress test that involved a camera floating around them taking pictures. The customer was advised not to wear the pump during MRI or x-rays. The customer was assisted with trouble shooting and the pump works as designed. The customer was advised to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.